Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Complaints related to same article: (B)(4). Zimmer biomets reference number of this file is (B)(4).

Event description:
The following journal article was received: henrik dahlstrand, andr¿ stark, marius c wick, lucas anissian, nils p hailer & r¿diger j weiss (2017): comparison of metal ion concentrations and implant survival after total hip arthroplasty with metal-on-metal versus metal-on-polyethylene articulations, acta orthopaedica, doi: 10.1080/17453674.2017.1350370. Published online on july 12, 2017. From the article, it was found that the patient was implanted with winterthur metal on poly hip implants and underwent revision surgery due to recurrent dislocations 2 years postoperatively. As dislocation occurred inlay and head considered as main products.

Manufacturer narrative:
Additional information received on october 06, 2017. The investigation results of the provided information were provided. Trend analysis: no trend analysis could be performed as no item number(s) is/are available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. As no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent on august 24, 2017. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event description: event summary: it was reported in a journal article, that a patient experienced recurrent dislocation and underwent cup revision 2 years postoperatively. There were no signs of loosening. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Root cause analysis: due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Conclusion summary: the only information available is what was reported in the journal article, that a patient experienced experienced recurrent dislocation and underwent cup revision 2 years postoperatively. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Possible reasons leading to the reported failure include surgeon being unfamiliar with implantation technique and wrong handling of the device. It is unknown if the surgeon followed the surgical technique for the product. However, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Zimmer gmbh considers this case as closed. Zimmer biomets reference number of this file is (B)(4).